Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device failed psi (7.41). No patient involvement was reported.

Manufacturer narrative:
E1: updated last name. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint could not be confirmed during functional testing or visual inspection.